Event description:
It was reported that ongoing intermittent cartridge alarms occurred. Reportedly, the customer had followed the prompts during the load sequence. The customer's blood glucose (bg) level. Was displayed as "high" however, no specific value was provided. Customer administered a manual injection to address bg. Reportedly; customer loaded a new cartridge to resolve the issue.